Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
Boston scientific received information that during a follow up, oversensing was noted on this right ventricular (rv) lead and an incomplete fracture was suspected. The lead pace impedance measurements were acceptable. The patient was pacemaker dependent. An rv lead replacement procedure was considered but the details have not yet been determined. Adverse patient effects were reported but not specified. The competitor device and rv lead remain implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided noted that a revision took place. During the procedure the rv lead was abandoned in the patient and a non-bsc lead was implanted. The device was also replaced with a non-bsc device. The cause of the oversensing was thought to be due to the rv lead fracture, however the fracture was not confirmed on x-ray or visual inspection. No additional adverse patient effects were reported.

Manufacturer narrative:
This follow-up 001 report was not submitted previously. As per request by the FDA on january 10, 2024, follow-up 001 has been resubmitted in an effort to release follow-up 002 from hold status.

Event description:
Boston scientific received information that during a follow up, oversensing was noted on this right ventricular (rv) lead and an incomplete fracture was suspected. The lead pace impedance measurements were acceptable. The patient was pacemaker dependent. An rv lead replacement procedure was considered but the details have not yet been determined. Adverse patient effects were reported but not specified. The competitor device and rv lead remain implanted. Additional information provided noted that a revision took place. During the procedure the rv lead was abandoned in the patient and a non-bsc lead was implanted. The device was also replaced with a non-bsc device. The cause of the oversensing was thought to be due to the rv lead fracture, however the fracture was not confirmed on x-ray or visual inspection. No additional adverse patient effects were reported.